Event description:
It was reported that the patient with this right ventricular (rv) lead had a severe car accident which caused perforation and pericardial effusion. This lead was surgically revised due to dislodgment, failure to capture and undersensing that was confirmed via chest x-ray and echocardiogram. This rv lead remains in service. No additional adverse patient effects were reported.